Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Model number/catalog number 72400161 serial number null batch/lot number 387971018 model/catalog description belt cuff fgs 4.5 cm. Model number/catalog number 72400098 serial number null batch/lot number 395001011 model/catalog description control pump fgs. Model number/catalog number 72400024 serial number null batch/lot number 394030003 model/catalog description balloon fgs 61-70 cm.

Event description:
It was reported that the patient complaint about feeling pain in the penis and testicles with an artificial urinary sphincter (aus). A cystoscopy was performed in which the urologist determined the urethra and bladder looked fine. The patient scheduled another follow up appointment.